Manufacturer narrative:
For ous country. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, screw got loose. Therefore, screw removal was planned. Patient's complications as a result of this event were unknown. Initials surgery details: screw removal is planned to be performed attributed to screw loosening.